Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR. The device was returned for analysis. Device analysis revealed a break and multiple kinks in the hypotube portion of the device shaft. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 582mm distal to the distal end of strain relief and multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no issues with the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that the 3.00 x 20mm promus premier select stent delivery system was pushed forward through guiding catheter, however the shaft broke before being introduced to vessel. The patient was not harmed and the procedure was completed with another of the same device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 3.00 x 20mm promus premier select stent delivery system was pushed forward through guiding catheter, however the shaft broke before being introduced to vessel. The patient was not harmed and the procedure was completed with another of the same device.